Manufacturer narrative:
A specific cause for the reported death events as well as a direct correlation to the device could not be conclusively determined through this evaluation. The research abstract titled ¿improved survival trend following the introduction of heartmate 3. A single centre experience¿, reported the following information: between november 2015 and october 2018, 49 patients received the heartmate 3 lvas. An additional 51 patients had received either the heartmate ii lvas (38 patients) or the hvad (13 patients) between january 2010 and october 2015. All patients were intended bridge to transplant. With no significant demographic differences between the groups, the survival rates of the patients supported by the hm3 lvas were compared to those supported by the hmii and hvad devices. The results of the study revealed that survival at 2 years was 91.8% for hm3 patients and 74.5% for hm2 and hvad patients. During the study, only 4 patients implanted with the hm3, died. The study concluded that despite no obvious differences in patient selection or changes to the center¿s implant follow up protocols, a trend towards improved survival was observed in patient¿s implanted with the heartmate 3 lvas. The heartmate 3 device serial numbers and specific case/patient information was not available. No product was evaluated under this complaint. The hm3 lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial numbers are documented as unknown. The author of the publication is sm. Shaw et al. Heart and lung transplant, manchester university nhs foundation trust, manchester, united kingdom. Death date was not provided. The date of event has been entered as the publication date (april 2019) since outcome date was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿improved survival trend following the introduction of heartmate 3. A single centre experience¿ that heartmate 3 was identified as possibly related to death. 49 patients implanted with heartmate 3 between november 2015 and october 2018 were evaluated. A total of 4 patients expired during follow up period. The reason of outcome was not communicated. Device was implanted at time of event.